Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up, upon interrogation, episodes of automatic mode switch and episodes of undersensing were noted. The device was reprogrammed and the patient would continue to be monitored. No patient symptoms were reported.